Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred one day after the sensor had been inserted in the arm. The patient accidentally bumped the insertion site, and the sensor patch peeled off, and she decided to remove the wearable. The patient developed a rash, redness, and dry skin under the sensor patch. She had itching sensation in the area. The patient applied lotion to area. On the same day, she was at her pcp visit and had the reaction site checked and was prescribed a course of oral antibiotic medication (doxycycline, unspecified dosage). At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).